Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited high impedance and fracture. The ipl remains in use, and patient will be monitored.